Event description:
During an implant attempt of the subject device, "incomplete closure of the screw in the ventricular channel" was reported. Another device was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.